Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to position was not confirmed as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information reviewed, a conclusive cause for the reported difficulty cannot be determined.

Event description:
It was reported that during advancement in the patient anatomy friction [resistance] was felt between the balance middleweight (bmw) universal ii guide wire and an unspecified balloon dilatation catheter. A new bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed tears in the polymer.